Event description:
It was reported, a critical alarm was heard and confirmed by telemetry. The alarm was due to motor stall. No symptoms of further outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).